Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was having difficulty charging the pump despite the attempt of multiple wall adapters. Customer stated there was no impact to the customer's blood glucose level. The customer stated a different usb cable would be obtained for troubleshooting following the call with tandem technical support. Follow up with the customer confirmed the pump was charging successfully.